Event description:
The customer notified siemens of a falsely elevated advia centaur xp troponin ultra (tni ultra) result that did not repeat upon additional testing. The patient was hospitalized for further investigation based on the falsely elevated result. The patient was discharged from the hospital after normal troponin results were observed on an alternate method. The pathologist advised that no treatment was given or withheld based on the falsely elevated advia centaur xp troponin ultra result. There are no reports of adverse health consequences based on the falsely elevated advia centaur xp tni ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) went on site and performed hardware checks and total service call. No hardware problems were identified. The system was checked for bleach contamination and none was detected. The incubation ring temperature was in range. A tni precision study was performed with (B)(4) replicates of quality control material and the precision was good. No conclusions can be drawn. The cse reviewed the quality control results from the time the discordant result was observed and the results were within range and close to the target mean. The sample log on the system was reviewed and there were no flags on the sample. The cse also reviewed the tni ultra results that resulted within the hour and a half prior to sample ID (B)(6). The other six samples all yielded negative results of 0.00 ng/ml to 0.02 ng/ml. The cse reran sample ID (B)(6) on tni ultra on the same advia centaur xp as well as a second advia centaur xp. All results were 0.00 ng/ml. In addition, a number of the tests that were initially run on the sample were repeated with the following results: chol_c 4.8 mmol/l; hdl 1.69 mmol/l; trig 0.94 mmol/l; wrcrp 0.04 mg/l; vb12 310 pmol/l; folate ba 22.4 nmol/l; lh 27.7 iu/l; fsh 24.2 iu/l; ee2 715 pmol/l; frt 63.9 ug/l. The cause for the false positive advia centaur xp tni ultra patient result is unknown. The laboratory runs approximately 100 tni ultra patient samples per day and there have been no further problems with tni ultra. The summary and explanation of the test section of the instructions for use (IFU) states: always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.